Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported that change in therapy following the stim adjustment had been resolved. There were no complications or that no further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient can¿t go to the bathroom and she was totally blocked. She saw 2 ¿0s¿ on the patient programmer (pp). It was noted that she felt stim in her toes, down her legs since implant. Patient stated she usually felt stim in the bicycle seat area but she currently did not feel any stim. During the call, she was able to sync with the implant and implantable neurostimulator (ins) indicated off. She was on program 2 at 0v. It was noticed therapy was not on and she did not feel any stim. Patient stated she recently had a fall and x-ray was performed. Patient was instructed to increase amplitude during the call and reported feeling stim in correct area. It was noted fall and change in symptoms occurred on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient as they reported that they were happy with interstim and 90% success rate. Patient's weight was reported. There were no complications or that no further complications were reported.